Event description:
Patient presented to the physician with swollen, red, and painful ipg implant site. Physician confirmed infection and brought the patient into the operating room and removed the inspire system. Physician placed a drain and admitted patient overnight.